Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as failed battery test. The customer¿s blood glucose level was unknown. Customer stated that the contacts on battery cap was not missing or damaged. Customer stated that the screen was blank. The customer was assisted with troubleshooting. The customer was advised to monitor the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.